Manufacturer narrative:
The customer¿s complaint involving an over infusion was confirmed through review of the logs provided for this investigation. Six instances of the programming error versus eight correctly programmed infusions were identified in the log records between 06 dec 2018 at 4:00 pm and (B)(6) 2018 at 07:00 am. Log results showed the medication meropenem (drugid 299) programmed as secondary infusions on pump module s/n 13004409. During the time period provided there were 6 instances where the infusion was programmed for 30 minutes. Subsequently, there were 8 instances where the infusion was programmed correctly; infusing for 3 hours. The root cause was attributed to user programming errors.

Event description:
The customer reported meropenem was infusing on the channel to the right. The medication was ordered for every 8 hours and was to be administered over 3 hours. The start date of medication was december 06, 2018 at 1600. On (B)(6) 2018, the oncoming dayshift rn noted that medication was infusing over 30 minutes (which is the default), not over 3 hours which was ordered. The customer would like to know how many times between (B)(6) 2018 and (B)(6) 2018 the medication was ran over the 30 minutes (which is the default) rather than the 3 hours that was ordered. The customer is confident there was no an issue with the hardware, and they believe this is a programming issue. It's unspecified if the infusion was a primary or secondary infusion. There was no patient harm.

Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported meropenem was infusing on the channel to the right. The medication was ordered for every 8 hours and was to be administered over 3 hours. The start date of medication was (B)(6) 2018 at 1600. On (B)(6) 2018, the oncoming dayshift rn noted that medication was infusing over 30 minutes (which is the default), not over 3 hours which was ordered. The customer would like to know how many times between (B)(6) and (B)(6), 2018 the medication was ran over the 30 minutes (which is the default) rather than the 3 hours that was ordered. The customer is confident there was no an issue with the hardware, and they believe this is a programming issue. It's unspecified if the infusion was a primary or secondary infusion. There was no patient harm.